Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The same day as event onset, the patient was hospitalized for the peritonitis event. The patient was treated with injection of vancomycin (1 gm, ongoing, frequency and route not reported) and injection of fortum (1 gm, ongoing, route and frequency not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the event. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.